Manufacturer narrative:
(B)(4). A visual assessment was performed. The needle/cutting wire was in closed/retracted position when received. The working length was cut in order to observed the needle. It was blackened and broken. According to the product analysis the needle of the returned product was found to be broken and blackened. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable root cause is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the needle would not exit the sheath. The procedure was completed with a second microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on april 16, 2019 that the cutting wire was found blackened and broken.